Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was not detecting cassette. There was no patient involvement. The issue was discovered during testing.

Manufacturer narrative:
D9: 12/18/2024. H6: evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported problem was able to be verified. The cause of the issue is the inoperable latch lock flex. The latch lock flex was replaced to correct the issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.